Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications, except the mishandling caused during emergency procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule failed to detach. Technical support (ts) advised no capsule replacement due as they were able to break the handle and it did eventually release after the physician placed a scope to check patient. It did not initially release upon breaking the handle. Follow-up has been sent for additional information. No patient harm was noted during the failure to detach.